Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by r&d engineering, during testing, sheath tip tearing was observed on two 14fr esheaths. Tearing occurred during insertion of the 23mm sapien 3 valve on a commander delivery system through 14f esheaths in a 37c degree c water bath in the thv design verification lab. Prior to testing, the sheath was subjected to environmental conditioning and simulated distribution condition. In addition, these sheaths were also subjected to 2 years of accelerated aging (65 days at 60 degrees c).

Manufacturer narrative:
The 14f esheaths were returned for evaluation with the 23mm commander delivery systems fully inserted through them. The sheaths were visually inspected, and the sheath shaft fully expanded as designed. All score lines at distal tip were present. Tip opened along axial score line but with stretching along and beneath axial score line opening. Distal tip was torn along liner edge. No other abnormalities were identified. Device-related photos were provided, and the distal tip for both devices were torn. Due to condition of the returned devices (distal tip torn), no applicable functional testing was able to be performed. Due to the nature of the complaint, no relevant dimensional testing was able to be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of work order was performed and revealed complaints relating to the complaint codes. Although the complaint was confirmed, a complaint history is not required as the issue has been previously identified in a product risk assessment (pra) and a CAPA, which captures root cause analysis for the issue. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. IFU for esheath, IFU for commander delivery system, device preparation manual and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed per evaluation of the provided photos and returned devices. However, a manufacturing nonconformance was not identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the devices during device preparation. Per the complaint description, ''as reported by r&d engineering, during testing, sheath tip tearing was observed on two 14fr esheath. Tearing occurred during insertion of the 23mm sapien 3 valve on a commander delivery system through 14f esheaths in a 37c degree c water bath in the thv design verification lab''. Per evaluation of the returned devices, the sheath distal tip was torn along the distal edge of the liner and beneath the axial score line. The observed tears are characteristic of sheath tip tear events identified in a pra. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. The pra remains applicable, and no further action is required. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.